Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit on (B)(6) 2010. According to the physician, all other additional information is unknown and unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her pelvic organ prolapse. Reportedly, the patient was also implanted with a gynecare tvt device during the same procedure. According to the complainant, post-implantation, they experienced unknown injuries (date of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.